Event description:
It was reported that a balloon rupture occurred. The 80% target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 6 mm x 3.00 mm wolverine coronary cutting balloon monorail was selected for use. During first inflation, it was noted that balloon burst at 10 atm. The device was removed without any problem using the normal method. The procedure was completed using another of the same device. No patient complications reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the wolverine cb mr, ous 6 mm x 3.00 mm was returned for analysis. Visual and tactile inspection revealed no issues with the hypotube shaft or shaft polymer extrusion. Microscopic inspection of the balloon material identified a pinhole 1 mm proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of damage. The device was attached to an inflation unit and during inflation to the rated burst pressure of 12 atm, the 1 mm pinhole was observed.

Event description:
It was reported that a balloon rupture occurred. The 80% target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 6mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During first inflation, it was noted that balloon burst at 10 atm. The device was removed without any problem using the normal method. The procedure was completed using another of the same device. No patient complications reported and patient was good post procedure.